Event description:
The hospital reported an error resulting in loss of mechanical ventilation. The case was completed. There was no patient injury.

Manufacturer narrative:
The customer biomed repaired the unit. No patient information provided to date after calls on 11/04/21, 11/05/21, and 11/08/21. Unique identifier: (B)(4). Legal manufacturer: (B)(4).